Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the nurse called in at the beginning of surgery to report that while flipping endoscope orientation, the image won't adjust to be coherent. The intuitive technical support engineer (tse) checked the logs that were showing error 48221, pointing to a communication issue between the endoscope and endoscope controller (ec). The tse guided the nurse to clean the endoscope connector with alcohol, dock the patient side cart (psc), reinsert the endoscope, and check the up/down orientations which worked properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred at the beginning of docking, before targeting. The image was inverted. The endoscope did not move freely with uncontrolled motion. There were no instruments inside the patient. The customer did not remember if the endoscope was installed in the up or down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. The customer did not remember if there was an indication of the image orientation on the user interface. The endoscope and adapter/base were still engaged/in-synch/attached. There was no damage observed on the adapter/base. The endoscope was not manually rotated 180 degrees prior to the event. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The customer checked with two different endoscopes and both had the same failure. They restarted the system and cleaned the endoscope controller to resolve the issue. They did not remember if this was the first or second endoscope.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical inc. (Isi) technical support engineer (tse) had the customer clean the endoscope connector to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.